Manufacturer narrative:
Corrected fields are b5, e1 event site telephone, h6 investigation findings, investigation conclusion and h11 event summary. Updated fields are b4, g3, g6, h2. Nurse stated the pump had not been pumping for 17 minutes, and they had just finished changing out the helium tank. Esp personal verified there was no blood or discoloration in the helium tubing. Esp personal had lydia press the iab fill key for 2 seconds, press start, and check the helium tubing for blood or discoloration again. The troubleshooting resolved the gas loss alarm. (B)(6) stated the pump was pumping however the helium wave form was different. Upon reviewing a screenshot, the augmentation level had been decreased. Esp personal advised the augmentation level should be at max. Lydia confirmed that the augmentation level had not been at 1 out 10 prior to hustle in the room while the pump was in standby. (B)(6) and esp personal reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm at that time. They discussed the proper way to troubleshoot this alarm should it occur againcheck the helium tubing for blood or discoloration, press the iab fill key for 2 to 3 seconds, press start, and check the helium tubing again. Esp personal gave direct contact information. Esp personal encouraged lydia to call back should the alarm go off several times in an hour so they could troubleshoot it together. She also asked while on the phone why the helium tank would have been at half a tank after a change. Esp personal asked had they heard a hiss during their process of changing out the tanks. Lydia confirmed they had heard a small hiss. Esp personal sent her a how to change the helium tank on the cardiosave iabp reference card. Lydia was very appreciative of the assistance.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss alarm, augmentation issue and helium leak issue. There was no harm or injury reported.

Manufacturer narrative:
A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss alarm. There was no harm or injury reported.